Event description:
On (B)(6) 2012, I attended a physician appointment at (B)(6), overseen by dr. (B)(6) in (B)(6). I was scheduled and received a laser hair removal treatment using the lightsheer diode lumenis aesthetic. The tech noticed I had a tattoo and said she would treat the tattoo also, without charge. After the painful procedure, she said "don't tell the girls up front", referring to the receptionist, because the treatment was done free of charge. On (B)(6) 2012, the treatment area was now a wound with a black "scab" over it. I went to see dr. (B)(6), who appeared surprised the tattoo was treated. She prescribed antibiotics and scheduled a f/u. On (B)(6) 2012, I followed up with dr. (B)(6) and I told her I felt the wound was necrotic. She insisted it was not and told me to f/u with her on (B)(6) 2012. On (B)(6) 2012, I went to see my family doctor, dr. (B)(6) in (B)(6), who informed me that this was a third degree burn with necrotic tissue and that I needed to be seen by a wound clinic as soon as possible. On (B)(6) 2012, I was seen at (B)(6), who had to surgically remove the dead tissue creating a large wound that possibly will require a skin graft and ongoing medical attention. It is my understanding that the device used was only FDA approved for laser hair removal. Machine said "35" when used.